Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger . Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was having trouble getting stimulation in her back rather than in her stomach. The patient had programming sessions 4-5 months ago, three different times, and she was still feeling stimulation in her stomach rather than in her back. It was noted that one manufacturer representative indicated the patient was ¿upside down and backwards,¿ while another representative indicated that was not the case. The representative ended up getting stimulation halfway up the patient¿s butt area, and then to her stomach, but was still not feeling it in her back. It was also reported that the patient would be perfectly still and the stimulation would go lower than normal and then increase back up again past the level she had it at, which had been occurring for 3-4 months. The patient had adaptive stimulation on, but felt it started happening a while after it was programmed in her device. The patient had never looked at the actual voltage numbers to see if they increased, but had put a ¿post-it note¿ at the spot where the stimulation was and then another after the stimulation changed to see if it was higher. The patient clarified that she was on group adjust. It was noted that the stimulation went higher, and each time she had to manually turn stimulation back down. The patient almost fell a few times, but her stimulation was doing this before then. It was unknown if cycling had been programmed.